Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400mg/dl. Customer treated with insulin pump. Troubleshooting could not be performed due to unresponsive button. The insulin pump will not be returned for analysis.